Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. One used force1c20 generator was received for evaluation. This generator is obsolete and is no longer supported. The unit was evaluated and nothing was identified that would have caused or contributed to the reported event. No cross-coupling or excessive leakage was observed. Covidien could not confirm the customer's reported condition.

Manufacturer narrative:
(B)(4). Date of initial report : 10/27/2015. The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the force1c generator was in use with a non-covidien pencil and a conmed suction cautery device. The site states that when the pencil was activated, the suction cautery was activated, and when the surgical nurse reached across the suction cautery she received a mild burn to her arm, which was covered with a band-aid.